Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, several inappropriate auto mode switches were noted and were caused by right atrial lead noise. The patient was recently in a car accident, which may account for the lead noise. A drop in lead impedance was also noted. The device was reprogrammed. The patient remained stable throughout and will be monitored.